Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value was 195 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.